Manufacturer narrative:
(B) (4)

Event description:
See manufacturer #3004209178200904658. It was reported that when the stimulation was on, the patient experienced a shocking or jolting sensation at the neurostimulator site. The patient was in fair condition. Further information is being requested from the hcp.